Manufacturer narrative:
This report is submitted on july 16, 2018.

Event description:
Per the patient's surgeon, the patient experienced migration of the device and subsequently the device was explanted (date not reported).

Manufacturer narrative:
Device analysis indicates a device failure this report is submitted september 30, 2019.